Event description:
Index procedure was elective with a primary indication of positive functional study for ischemia/silent ischemia. Preprocedure medications given within 24 hours before the procedure were aspirin, beta blocker, ace inhibitors, statins, and plavix, and intraprocedure, the patient was administered gp iib/iiia inhibitors and thrombin inhibitors. Two targe sites, 1st obtuse marginal and the 2nd left posterolateral, were treated with cypher stents without incident. However, subsequent day postprocedure, the patient elevated serum markers and myocardial infaction. There was no revascularization performed as a result of this myocardial infarction.